Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pseudotumor and cobalt level of 8. Update rec'd 6/24/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. Update 10/9/2015-pfs and medical records received. After review of the medical records for MDR reportability, a correct dor was provided. The patient was revised on (B)(6) 2008 for a loose sleeve. No labs were provided for the alleged high metal ions. The stem and sleeve are being added to the complaint. It should be noted that the liner wasn't revised on (B)(6) 2008. There was no mention of any pseudotumor. The complaint was updated on:11/2/2015.